Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional analysis was performed and the crt-p tested within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off-site battery analysis review of the manufacturing data, and data gathered during visual and dimensional inspection and the electrical testing, did not show any abnormal results. The characterizations and electrical testing of the battery ((B)(4)) are consistent with a cell at this level of discharge. No evidence of an internal mechanism for premature depletion was found during destructive analysis. Based on these results, it was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to normal battery depletion. The crt-p was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.